Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and the inner gel touching the patient. Healthcare professional later reported "breast pain" and "thyroid cystic nodule", not related to the device. This record is for the left side. Device was explanted.